Event description:
It was reported that during preparation for a biopsy, the device was not able to be primed. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was tested by twisting the rotational knob once, successfully half priming the device, however, when the rotational knob twisted to fully prime, the device stylet would release and not stay locked in the primed position. The device was disassembled and the internal components were examined. The cannula hub and stylet tangs were found to be broken. The investigation is confirmed for a break, as the cannula hub and stylet tang were found broken on the returned sample. The investigation is also confirmed for failure to prime, as the sample could not be primed during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.